Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with and was unable to recall the details of the event. There was no reported impact to the customer's blood glucose level due to not testing. During troubleshooting with tandem technical support, a new cartridge was loaded successfully and insulin delivery was resumed.